Event description:
It was reported that when the PICC was passed, when removing the guide wire, it stuck, requiring extreme force to remove it. Our fear was causing some vascular damage to the patient due to the force used." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.